Event description:
Related manufacturer report number: 2017865-2022-38564. It was reported that a patient presented to clinic for follow up. Device interrogation reveal low pacing impedance on the right ventricular (rv) lead. X-ray performed on (B)(6) 2022 revealed rv lead fracture. During lead revision, the physician noted high pacing impedance issue on the pacemaker. The physician elected to explant and replace both the rv lead and pacemaker. The patient condition was stable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
Additional information received notes that there was also loss of capture noted on the implantable cardioverter defibrillator (ICD) and muscle stimulation due to the right ventricular (rv) lead.